Event description:
It was reported that there was a post-op infection. Original surgery on (B)(6) 2013. Rotator cuff repair. The patient had a post op infection on (B)(6) 2013. Follow up with the infectious control nurse who confirmed an infection but did not give the organism type. The shoulder was irrigated and the patient was treated with antibiotics. He is doing fine to date with no further incidents reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.